Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional reported additionally reported deflation. Device has been explanted.

Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified yellow particles in device outer surface, white particles calcification -like in device outer surface, flat creases and one curved opening. A microscopic analysis and leak test were performed which identify one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the posterior assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.